Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high pace/sense impedance. Two days later, a lead integrity alert (lia) triggered for a high number of short v-v intervals and pace/sense impedance variation. In addition, many high rate non-sustained episodes appeared to be possible noise/artifact. The patient was hospitalized, the lead was reprogrammed with detections off, and it remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.